Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of the case was chipped and cracked. Bottom case had a crack on the front corner. Customer?s reported issue was duplicated during set-up for flow test. The root cause of the reported issues was found to have been caused by the customer due to fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced top and bottom cases due to physical damage. Greased, calibrated and ran all functional tests which passed. UDI information is unknown.

Event description:
It was reported that device is not recognizing syringe size. No patient injury reported.